Manufacturer narrative:
Visual evaluation of the returned device concluded that a hair was present on the foam protector. However, the customer returned the device without the poly bag that the device is usually packaged in. Therefore, it cannot be determined whether the hair was found inside or outside of the bag the tibia is packaged in. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A review of the procedures in relation to the packaging process was completed. This investigation concluded that sufficient instructions are currently in place to mitigate against this non-conformance. The root cause of this issue was determined to be human error as this nonconformance was not detected as part of the inspection steps detailed in the packaging procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found in the packaging of the implant during a procedure. The procedure was completed with a different implant. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.